Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the levophed infusion stopped, and the device was allegedly not beeping. Levophed (16mg in 250ml sodium chloride) was ordered to infuse 0.01 to 1mcg/kg/min (0.5 to 50.1ml/hr.) Continuous prn infusion ¿to keep map greater than or equal to 65mmhg.¿ it was also noted that the device displayed a message ¿the current infusion has completed. Press confirm¿. There was patient involvement. The customer reports that the patient is deceased.

Event description:
It was reported that the levophed infusion stopped, and the device was allegedly not beeping. Levophed (16mg in 250ml sodium chloride) was ordered to infuse 0.01 to 1mcg/kg/min (0.5 to 50.1ml/hr.) Continuous prn infusion ¿to keep map greater than or equal to 65mmhg.¿ it was also noted that the device displayed a message ¿the current infusion has completed. Press confirm¿. There was patient involvement. The customer reports that the patient is deceased.